Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use: IFU: tjf type 150 operation manual chapter 3 preparation and inspection states how to detect the events. IFU: tjf type 150 reprocessing manual 3.5 manual cleaning states how to prevent the events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the play of the up/down knob and the bending angle of the up/down and left/right directions did not meet the standard value due to wear of the angle wire. Also, evaluation found the scope cover was dented, the universal cord was sticky and the connecting tube was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the duodenovideoscope was low and the right/left and up/down knobs had play. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps elevator had foreign material and the bending section cover was dirty. It was unknown if the scope was reprocessed prior to being sent for repair. The report is being submitted due to foreign material on the scope found during evaluation.